Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the patient was stable.

Event description:
It was reported, an infection was observed. The device, right atrial (ra) lead, and right ventricular (rv) leads were explanted and replaced to resolve the event.

Manufacturer narrative:
Further information was requested but not received.